Event description:
Customer reported that the device resets approximately every two to three seconds and shuts down, lock-up issue. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control provided customer technician assistance and the power conversion pcb parts info to repair device. Several attempts to follow up with customer issue has been unsuccessful. A conclusive root cause for the reported failure was not determined.